Event description:
Reporter stated the infusion device vibrated once during bolus delivery and then went into the self-test mode by itself. The infusion device then displayed an e7 electronic error. No physiological effects were reported. The infusion device was received by the first level investigation unit, and it was found the vibration alarm does not always function. The infusion device will be sent to the manufacturer for further evaluation.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
The event occurred in (B)(6).